Manufacturer narrative:
Additional information was received that the valve had dislodged to above the annulus and that moderate paravalvular leak (pvl) had been present. Echocardiogram noted that trace pvl remained after implant of the second valve. No additional adverse patient effects were reported. Updated data: h6, device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve within a native calcified valve and a calcified left ventricular outflow tract (lvot) with a mean gradient of 100 millimeters of mercury (mmhg), a pre-dilation with a non-medtronic 18 millimeter (mm) balloon was performed. Upon valve release from the delivery catheter system (dcs) at approximately 3mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc) the transcatheter valve dislodged to 5mm and moderate unspecified aortic insufficiency was present. As a result, a second valve was also implanted with a gradient of 2mmhg. Post dilation was not required. No additional adverse patient effects were reported.